Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was heating up to 120 degrees fahrenheit after two minutes. The device was not being used during surgery. It is unknown if there were no patient/ user injuries or medical intervention. There was no additional information provided.